Event description:
It was reported that an occlusion alarm intermittently occurred. The customer performed a supply change to treat the bg. There was no reported impact to the customer's blood glucose level.